Manufacturer narrative:
Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem

Event description:
It was reported that the patient had a fall and leads were damaged. It was unknown if the fall was device related. The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted device was disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years from the date manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 365737. UDI:(B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7071141. UDI:(B)(4).

Event description:
It was reported that the patient had a fall and leads were damaged. It was unknown if the fall was device related. The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted device was disposed of by the facility.